Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have the main tube broken. A piece measuring approximately 0.146¿ x 0.336¿ was not returned with the instrument. This failure was most commonly caused by mishandling/misuse. Additional findings not reported by site: the instrument proximal clevis was found bent at the distal end. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have a broken grip cable at the distal end. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was unable to be removed. The cannula and cadiere forceps instrument were removed together. The cadiere forceps instrument broke when the cannula was removed outside of the patient. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the instrument did not break into pieces. It was removed in 1 piece and nothing fell into the patient. The issue happened during undocking. The procedure was completed with a 5 minute delay during undocking, while the instrument was being removed. There was no patient harm.